Event description:
It was reported that during a shoulder cuff repair surgery, it was found that the inserter was rust when the anchor was implanted. No significant delay reported. Smith and nephew back-up device was used to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 72202595 4.5 twinfix ultra pk anchor assembly, used in treatment, have been returned for evaluation. The information provided states: ¿during a shoulder cuff repair surgery, it was found that the two inserters were rust when the anchor was inserted¿. Visual assessment confirmed the rust. The anchors or sutures were not returned. An exact root cause cannot be determined with confidence. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation is warranted.